Event description:
It was reported that balloon rupture occurred. The patient had poor flow during dialysis. The severely stenosed target lesion was located in the moderately tortuous and severely calcified radial artery. A 4.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. The balloon was inflated several times; however, during inflation at less working pressure for 10-30 seconds, the contrast agent pumped back and the liquid in the pump could be seen red. The device was simply removed, and found the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The patient had poor flow during dialysis. The severely stenosed target lesion was located in the moderately tortuous and severely calcified radial artery. A 4.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. The balloon was inflated several times; however, during inflation at less working pressure for 10-30 seconds, the contrast agent pumped back and the liquid in the pump could be seen red. The device was simply removed, and found the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator elite 4.0 x40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately at approximately 20mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to tip of the device. A visual and tactile examination found no kinks or damage shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.